Event description:
The rotator broke during an abdominal angiography. Injector settings: 950 psi, 30 ml at 10 ml/s. No patient harm or injury was reported.

Manufacturer narrative:
Device evaluation: the device has not been returned for evaluation. A follow-up report will be submitted when the evaluation has been completed. Evaluation, conclusions: a follow-up report will be submitted when the evaluation has been completed.